Event description:
It was reported that the patient experienced scrotal swelling with the ambicor penile prosthesis (app). Culture at the time of surgery showed that the patient did not have an infection. The app was removed, did washout and inflatable penile prosthesis was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.